Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their scs ipg approximately 6 months due to hypersensitivity around the ipg site(ref.MFR#3006705815-2018-01271). Subsequently, the ipg would no longer communicate with any external devices and was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2018 wherein the system was explanted to address the issue.